Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera gastrointestinal videoscope had a defective water tank mouthpiece. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the mouthpiece was found to be loose. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. It was unknown if the cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may be. The following were unknown: if there was a delay in the start of pre cleaning, if the air / water nozzle was flushed with water and air, if there were any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in the detergent solution, if the air / water nozzle was wiped or brushed with clean lint-free cloths / brushes / sponges, and if the air / water nozzle was flushed with the detergent solution. There were no concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the paint on the suction cylinder was peeled, the control unit had discoloration, the suction cylinder was shaved, the adhesive on the bending section cover had a chip, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The following had a scratch: the protector of the universal cord on the control section side, scope connector cover, forceps elevator lever / knob, right / left / up / down knob, plastic distal end cover, switch box, scope connector, universal cord, grip, control unit, scope cover, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.